Event description:
Reportedly, while deploying a 7x150 stent, the thumbwheel stopped working with 1cm left to deploy, so the dr manually retracted to deploy the rest of the stent and the lumen disconnected from the handle. Guidewire lumen and deployment catheter came apart, pulled out separately.

Manufacturer narrative:
Device not returned.